Event description:
During a zephyr valve procedure, a zephyr 4.0 j edc was used to size. It was noticed that one of the sizing wings was broken off and it could be seen inside the patient's airway. The broken wing was safely retrieved using biopsy forceps. The sizing procedure was successfully completed using a new 4.0 j edc and the valve was placed without any other issues.